Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinsonian tremor. It was reported recharging was taking longer. The patient was able to recharge in an hour and at the time of the call it took two hours. The patient stated he had 4-8 coupling boxes while recharging. The patient went to the health care professional (hcp) on the day of the call and had the implant checked. The hcp said the implant still had battery life. The patient put the recharger on the ins and it was 25-30% charged. The patient recharged with full coupling. It was reviewed the ins may take longer to charge if near eri or eos. The patient was instructed to continue monitoring and to call if there was an issue. N symptoms or complications were reported or anticipated.